Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because physical analysis was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead for non-sustained ventricular tachycardia (nsvt) episodes and short interval counts (sic). There was also high impedance and sharp impedance rises. Fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.